Event description:
During preparation for a coronary artery bypass graft surgery, a heartstring seal cracked while loading the seal into the delivery tube. The hospital did not provide any further information. No patient complications were reported by the hospital.